Event description:
Esu was being prepared to be used and had an e275 error message. Note from biomed technician "turned unit on self test passes. Error log states 3 errors from this morning. Called covidien and found out that 1 of the 3 errors is a critical error that they are aware of. I am going to send this unit in for repair and get a loaner in the meantime. Packaged the unit up for shipment and will deliver to fed ex drop off zone.RMA# 8853825".======================manufacturer response for esu, force triad (per site reporter).======================manufacturer has issued a RMA and will evaluate and repair the device.